Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarms during the fill tubing process. Customer's blood glucose was unknown. Troubleshooting was not completed because the customer did not have extra reservoirs available. Customer reported reusing reservoirs. The customer declined to return the product for analysis.